Event description:
The manufacturer received information alleging a ventilator failed to deliver set pressure. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to deliver set pressure. The device was returned to a third party service center for evaluation, and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.